Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca) that was moderately calcified and 90% stenosed. During advancement of the 3.50 x 15mm xience skypoint stent system, after exiting the guide catheter, while pulling the stent system back, the stent dislodged and became lost in the body. The procedure was completed with implantation of another stent. The patient remained stable without any complications. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. The cause for the reported foreign body in patient was due to the dislodged stent that could not be located. There is no indication of a product quality issue with respect to manufacture, design, or labeling.